Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the difficulty retrieving the filter (retraction problem) was likely due to excessive embolic load preventing the filter from being able to fully collapse into the retrieval catheter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in an unknown artery. During preparation of the nav6 embolic protection system (eps), the filtration element was not completed pulled into the delivery catheter (dc) pod. The nav6 eps was not used and a new one was prepared. The nav6 eps was advanced into the patient anatomy and deployed. During removal the filter was not completely retracted into the retrieval catheter therefore the filter came out of the retrieval catheter while in the sheath. The barewire was then removed which made the step on the barewire pull the filter into the retrieval catheter and the filter was removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.